Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low elecsys tsh assay result for one patient sample. The initial result was 0.030 uiu/ml with a data flag and the repeat result was 3.23 uiu/ml. The erroneous result was not reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 215131. The expiration date was requested but was not provided. The field service representative could not find a cause. He confirmed this one tsh result was the only result questioned. He verified the alignments, adjusted the photomultiplier high voltage, and ran successful performance testing. The customer ran successful calibration and qc.

Manufacturer narrative:
A specific root cause could not be identified. A general reagent issue was not likely based on the provided calibration and qc results. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.